Event description:
Boston scientific received information that this right ventricular lead was not capturing even at the highest output. Impedance was normal and sensing was 3.3 mv and at implant it was 5.0 mv. It was thought that this could have been related to a slight perforation. No adverse patient effects noted. Further information provided by the field representative reported that the lead revision was performed and this lead remains in-service. No allegations of perforation were made and no evidence of perforation was found. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.